Manufacturer narrative:
Investigation summary: as neither a valid lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd discardit¿ii syringe 5 ml luer slip leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: they are using it in ot and without the stopper they are finding it difficult to use as they claim that the drug is getting wasted because of non availability of stopper. User expedited drug spillage during the use of bd discardit syringe in ot.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd discardit¿ii syringe 5 ml luer slip leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: they are using it in ot and without the stopper they are finding it difficult to use as they claim that the drug is getting wasted because of non availability of stopper. User expedited drug spillage during the use of bd discardit syringe in ot.